Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased; poor solder on battery was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, however, results were not within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. A further extended investigation was conducted. The device was returned due to the customer stating that they were receiving low glucose readings from their sensor. Visual inspection was performed using a digital microscope on the returned sensor and the sensor printed circuit board assembly (pcba); no issues were observed. The sensor event log was reviewed and no abnormal events were observed, the sensor was observed to be in sensor state 8 (error_termination) . An smu (source meter unit) test was performed using test fixture and in conjunction with connector key to check the functionality of the returned puck and check the accuracy of the puck's readings and it was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck therefore, the functionality of the sensor was working as intended and this issue not confirmed. Additionally, a poise voltage test was performed and results that were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification indicating that the puck's thermistor was fully functional. The reported field event of the sensor providing low readings is not confirmed. The returned sensor passed all accuracy testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 80.00 mg/dl compared to readings of 202.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 80.00 mg/dl compared to readings of 202.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.